Event description:
Through the periodic programming history review, high impedance was observed on system diagnostics which were performed on (B)(4) 2012. Attempts are being made for additional information; however, no additional information has been received to date.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Device failure is suspected, but did not cause or contribute to a death or serious injury.